Manufacturer narrative:
(B)(4).

Event description:
The company representative (rep) reported that the patient recently went to the hospital to treat because the symptom control was bad. High impedance was found. During surgical intervention the doctor found the lead (electrode) was fractured. The doctor replaced a new one in the patient the same day. The patient was in the hospital for observation. The outcome of the patient was okay now and in good condition. It was noted that there was a package abnormality found before opened, the device was inspected, then further clarified that no abnormality was found. Recharging frequency did match the patient settings and the patient was trained. The indication for use included parkinson's disease. If additional information is received, a follow up report will be sent.